Event description:
It was reported that the catheter was placed without incident. During removal, difficulty was encountered. It was noted that a portion (4-5cm) was missing and presumed to be retained. The pt has experienced no difficulties related to this event.